Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed "system fault 45639" upon boot up. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a peeled downstream occlusion seal and a contaminated downstream occlusion sensor. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the printed wiring assembly board (pwa). As a result, the pwa board and downstream occlusion sensor/seal were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.